Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, the customer delivers insulin via manual injections to bring bg level back to target range, and was working closely with health care provider to address the issue.